Event description:
It was reported that during a peripheral interventional procedure, stent dislodgement occurred. The lesion was located in the contralateral iliac artery. The physician attempted to remove the stent delivery system without a sheath, and the stent dislodged in the contralateral iliac artery. The stent was removed surgically. No further info is available at this time.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.